Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unknown bd pediatric syringe had a needle retraction failure. It was reported that according to the healthcare professionals, there had been concerns related to the performance of the product, specifically mentioning that the needles may retract unexpectedly or do not function as intended and the exact details could not be fully confirmed at the time of reporting. As this information was obtained indirectly, no additional details such as lot number, product reference, or exact product type were currently available. Please let them know if further information is required or if additional steps are needed to support the investigation.